Event description:
During pelvic arteriogram/intervascular stent placement, the tip of the sheath sheared off. The foreign body lodged in the left profunda femoralis and could not be retrieved with multiple attempts.